Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller had questions regarding the rate response of the device to a patient who is physically active. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.